Event description:
Dr. (B)(6). Reports patient status post right triathlon knee done by dr. (B)(6). Was having pain under patella and appeared to be subluxing. He requested to revise the patella. During surgery it was noted that the patella was loose with a poor cement mantle, the pegs appeared to be broken or worn down. The patella was cleaned up and a new one was cemented into place. Dr. (B)(6). Then requested to do an insert exchange while the knee was exposed. A new ps insert was implanted. 6/ 11mm.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 1 a35 patella. An evaluation of the device cannot be performed as the device was sent to pathology per or protocol and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding loosening involving an unknown patella was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient medical records available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Dr. (B)(6) reports patient status post right triathlon knee done by dr. (B)(6) was having pain under patella and appeared to be subluxing. He requested to revise the patella. During surgery it was noted that the patella was loose with a poor cement mantle, the pegs appeared to be broken or worn down. The patella was cleaned up and a new one was cemented into place. Dr. (B)(6) then requested to do an insert exchange while the knee was exposed. A new ps insert was implanted. 6/ 11mm.